Event description:
Reporter indicated that vns pt was explanted due to development of a pus pocket with possible infection at the generator site. It was reported that for approximately three weeks, the pt experienced constant throbbing pain at the generator site that radiated back to their shoulder blades. Treating neurosurgeon prescribed a two-week course of antibiotics because the generator site was swollen and warm to the touch. The pt was also prescribed hydrocodone for the pain, but reported that it did not help. The pt reported that the swelling at the site was gone upon completion of antibiotic therapy, but that pt wanted to have the device explanted. Neurosurgeon believed that a pus pocket had developed under the generator, but there was no infection. Cultures were not performed to verify presence of infection. The pt is reportedly doing better after vns explant. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.